Event description:
It was reported that the physician was having communication issues with his programming system. A company representative performed troubleshooting which included confirming that the 9v battery in the wand was not depleted and that all of the cables were properly connected. The company representative exchanged various parts of the physician's system with parts from the representative's system. The issue persisted until the serial cable was replaced. The physician was provided a new serial cable and the faulty serial cable was disposed of. The serial cable does not require return, as the failure mode is understood to be a failure of the serial cable associated with a disconnected wire connection. It was confirmed that no patient were affected by this issue.